Event description:
Costomer's family member called lfs for pt's ot ultra meter. Family member was alleging that one of the buttons on the meter would not operate. Customer was hospitalized for diabetic ketoacidosis, unknown if related to issue with the meter. Meter has been replaced.